Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set leak event on (B)(6) 2024. The infusion set was in use for two days.the leakage was at site. No further information available.

Manufacturer narrative:
(B)(6).